Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5063139, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that during the implant procedure, the patients dura was punctured and cerebrospinal fluid (csf) leaked while placing the lead. The patient complained of a spinal headache postoperatively and was given intravenous (IV) caffeine as treatment.